Event description:
Reporter indicated that "in the first 2-3 months post implant with side effects that his doctors felt were related to the vns. The patient indicated that during that initial time period, he was hospitalized because he was experiencing clamping of vocal cords obstructing his airway." The patient also stated that the issue resolved and "emphasized that after nine months post implant, he is experiencing an improvement, is feeling better and is happy to have the implant." Good faith attempts were unsuccessful to obtain further information regarding the event.